Event description:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. The surgeon was able to proceed with the procedure.

Manufacturer narrative:
The reusable tibial insert impactor tip broke at the point where the tip connects to the impactor handle. The surgeon was able to proceed with the procedure. Review of inspection records for the affected lot indicate that the component was manufactured to specification.